Event description:
The field engineer reported that the collimator closed down. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The wire connecting the backplane to collimator was evaluated and reseated. The wire between p10 component and collimator was found to be broken and was replaced. The system was tested and found to be working as intended and returned to service.